Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on 06-may-2025. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on the rv channel, with corresponding non-physiologic deflections on the far-field channel in recordings transmitted to home monitoring. Postural testing and isometrics in office did not reproduce noise. Physician to be consulted for next steps. Lead is currently implanted.

Manufacturer narrative:
Combination product: yes.